Event description:
On (B)(6) 2022, a male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). On (B)(6) 2022, the patient reported to procept biorobotics corporation experiencing retrograde ejaculation post-aquablation procedure. The patient reported a great voiding outcome post-aquablation procedure. The patient was advised that he is still in the recovery window and should wait to see in the next 90 days for an optimal outcome. No further details are available nor was procept biorobotics made aware of this event by the user facility. Per the manufacturer's instructions for use, ejaculatory dysfunction is a perioperative risk associated with the aquablation procedure.

Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of device history record (DHR) and labeling. A review of the device history record (DHR) ab2000-b rev. G/serial number 21c01639 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: - sexual dysfunction, including ejaculatory and erectile dysfunction a root cause for the reported event could not be determined. The aquabeam robotic system instructions for use list ejaculatory dysfunction as a potential risk of the aquablation procedure. Based on the event details plus a review of the DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.